Manufacturer narrative:
The complaint for missing flange nuts was confirmed by the repair technician through disassembly and visual inspection. The device showed signs of non-stryker repair.

Event description:
The cordless driver 2 handpiece was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device was missing flange nuts. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
The cordless driver 2 handpiece was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device was missing flange nuts. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.